Event description:
Customer reported the system suddenly would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.